Event description:
The customer reported that he was hospitalized with a high blood glucose reading of 466 mg/dl. The customer stated that the infusion set came off while he was playing golf. Troubleshooting was performed, and the insulin pump was programmed correctly. There was a no delivery alarm in the alarm history on the same day of the hospitalization. The insulin pump passed the prime test, but the customer didn't have a tubing clamp for the high pressure test. The customer stated that he would call back once he had the tubing clamp. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.